Event description:
"As surgeon was placing screw into the t1 pedicle, the screw head became stripped from the screwdriver interface not allowing surgeon to advance screw at which point we needed to extract screw due to the screw being stripped. We added the 25mm rod and blocker to back out the screw. As he tried to extract it, the screw head came off the screw. It required vice grips to extract the remainder of the screw."

Manufacturer narrative:
Methods: visual inspection, complaint history analysis, DHR review, and risk assessment. Results: after visual inspection the hex tip was confirmed to be stripped and the screw head separated from the shaft. There have been 8 complaints related to hex tip stripping. Previous investigations have concluded that the main cause of hex stripping is incomplete engagement of screwdriver into screw interface. Four complaints have been recorded related to tulip disengagement during removal of the oasys screw. Previous investigations have concluded that overload and incomplete engagement of screwdriver may have caused the failures. The DHR for these device's batches were reviewed and no discrepancies were noted. Risk assessment: in this case the surgery was delayed for approx 30 minutes. Conclusion: in this event the incomplete engagement of screwdriver might have caused the hex tip stripping. The screw became non-functional as it was not possible to drive it into bone. The screw head separated for the shaft while the surgeon removed the screw. Overload might have caused the screw separation.